Event description:
It was reported to philips that the therapy test failed. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that a therapy disable error is appearing. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective therapy capacitor. Th kit-therapy capacitor was replaced to resolve the issue and the device was returned to service. No further action is warranted at this time.